Manufacturer narrative:
Field service engineer (fse) confirmed console problem and replaced the sedecal console then re-stalled software v2.04 and re-configured console. Fse checked for proper console operation according to service checklist qssrwi4.1. Customer reported to product monitoring that their system was fully functional.

Event description:
Customer reports the system overheated and the fluoro failed during a procedure. Staff completed the procedure by moving the patient to another table and using a c-arm. No reported injury.